Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during the implant procedure, the left ventricle (lv) lead would not remain in the target vessel. It was further reported that the lead "walked itself out" three times. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).